Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to significant cystocele and uterine prolapse. Following insertion, the patient experienced pain, extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent removal of foreign body/excision of mesh on (B)(6) 2009 due to pain, extrusion, recurrent cystocele, development of urinary incontinence, painful intercourse and mesh exposure. (B)(4) ¿ urinary problems; recurrence of cystocele.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent the concurrent procedures of a vaginal hysterectomy with bilateral salpingo-oophorectomy and anterior repair with mesh placement and anterior colporrhaphy.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was further reported the patient underwent a surgical procedure on (B)(6) 2009 and ams sparc sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.